Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ('excessive vaginal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation with essure insertion". The patient's medical history included adenomyosis, endometriosis, paratubal cyst, dysmenorrhea, vaginal bleeding, endometrial ablation and rectocele. On (B)(6)2012, the patient had essure inserted. On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), uterine prolapse ("uterine prolapse") and rectocele ("rectocele"). The patient was treated with surgery (vaginal hysterectomy, bilateral salpingectomy, uterosacral ligament suspension, posterior repair). Essure was removed on (B)(6)2018. At the time of the report, the vaginal haemorrhage, uterine prolapse and rectocele outcome was unknown. The reporter considered rectocele, uterine prolapse and vaginal haemorrhage to be related to essure. The reporter commented: essure devices placed bilaterally, 3 coils visible on right, 3 coils on left. Date(s) of insertion: (B)(6)2012 as per mr. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-apr-2021: mr received. Reporter information was added. Essure insertion date was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of medical device removal ('essure removed'). In a female patient who had essure inserted for female sterilisation. In 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2020, quality-safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal hemorrhage ('excessive vaginal bleeding') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation with essure insertion". The patient's medical history included adenomyosis, endometriosis, paratubal cyst, dysmenorrhea, vaginal bleeding, endometrial ablation and rectocele. In 2012, the patient had essure inserted. On an unknown date, the patient experienced vaginal hemorrhage (seriousness criteria medically significant and intervention required), uterine prolapse ("uterine prolapse") and rectocele ("rectocele"). The patient was treated with surgery (vaginal hysterectomy, bilateral salpingectomy, uterosacral ligament suspension, posterior repair). Essure was removed on (B)(6) 2018. At the time of the report, the vaginal haemorrhage, uterine prolapse and rectocele outcome was unknown. The reporter considered rectocele, uterine prolapse and vaginal hemorrhage to be related to essure. The reporter commented: essure devices placed bilaterally, 3 coils visible on right, 3 coils on left. Date(s) of insertion: (B)(6) 2012 as per mr. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jul-2020: mr received. Event "essure removed" updated to "excessive vaginal bleeding". Reporter, medical history added. New event added- ablation done with essure insertion, uterine prolapse, rectocele. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure inserted for female sterilisation. In 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.